Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u703 op amp on the distribution node pca. The u703 op amp was producing improper output. The root cause for the defective u703 component could not be positively identified. No adverse event resulted from the damaged belt.